Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During service, fse confirmed the issue. Fse changed the bf probe tip and verified operation of the wash pump. Fse verified proper operation without any errors. Fse then ran precision and quality controls with no error messages. The customer stated that they would rerun quality controls (qc) on all assays and recalibrate if necessary. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from (B)(6) 2017 through aware date (B)(6) 2018. There were two (2) similar complaints, including this event, found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: hybrid arm /cup transfer cup pickup failure : cause : the cup-gripping sensor failed to detect a cup after the cup pickup operation was performed. Solution : contact tosoh service center or local representatives. Sorter y-axis home detection failure : cause : the home sensor failed to activate after the sorter y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. Sorter z-axis home overrun : cause : the home sensor activated improperly following movement of the sorter z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. Sorter tip pickup z-axis home overrun : cause : the home sensor activated improperly following movement of the z-axis sorter tip pickup. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was due to missing tips on the b/f probe.

Event description:
A customer reported that all quality controls (qc) were out of range with the aia-2000 instrument. The customer stated that they found two bf probes were missing tips while doing the weekly maintenance. Technical support (ts) advised the customer that the tips were there to safeguard against beads getting into the wash probes. The substrate on the analyzer was not dated and the customer was instructed to replace it and rerun quality controls. The customer also checked the wash and diluent to ensure proper placement. However, the qc results remain unchanged after changing the substrate. The customer recalibrated free thyroxine (ft4) and the quality controls were in range. However when they recalibrated thyroid-stimulating hormone (tsh), the customer observed multiple errors: 2151 hybrid arm /cup transfer cup pickup failure, 4041 sorter y-axis home detection failure, 4053 sorter z-axis home overrun, and 4063 sorter tip pickup z-axis home overrun. Additionally, the customer reported that they observed two wash probe tips fall off mid-run. The customer replaced the wash probes and continued to run. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which in delayed reporting of follicle-stimulating hormone (fsh) and luteinizing hormone (lhii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.